Event description:
During regular follow up, externalized conductors were seen via fluoroscopy. Despite being asymptomatic, patient requested the lead to be extracted. It was reported that during the procedure, there was a tear in the svc that required open heart surgery to repair. Patient is stable.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.5cm to 11.3cm from the electrode tip. The silicone insulation was abraded and the rv and sensing conductors were visible. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.